Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a stroke in (B)(6) 2011 and her entire right side was paralyzed. The pt has been having recurrent driveline infections. No other info is known at this time.